Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log was reviewed and functional testing was able to replicate the reported issue. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited an alarm for ¿cassette not attached properly, reattach cassette¿. The nurse had stopped the device to reload the cassette and upon inserting a newly filled cassette, the error occurred. The nurse tried to reattach the cassette, and then a new cassette, but the error persisted. Per the reporter, there was no patient harm.